Manufacturer narrative:
Date rec'd by MFR:11apr2019. The data acquisition (da) printed circuit board assembly (pcba) was received for evaluation. Visual inspection revealed no anomalies found. The da pcba was tested and the reported condition was verified. Mechanical failure of r128 found to be root cause. Intermittent contact and high resistance caused by broken ceramic/resistor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/20/2018. The field service engineer (fse) evaluated the device and found an error code relevant to the reported condition. The fse replaced the data acquisition (da) printed circuit board assembly (pcba). The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator has no oxygen (o2) available. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.